Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was not provided. A f/u will be submitted with all relevant info.

Event description:
It was reported that the proximal shaft of the trek balloon broke off (separated), during use. Reportedly, there were no patient effects. Though requested, no add'l event or patient info was provided.